Event description:
It was reported that during a hip arthroscopy surgery on (B)(6) 2015, the anchor would not implant as it seemed to be loaded too loosely on the inserter and would not deploy. A second anchor was used without delay to finish the procedure. New holes needed to be drilled.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Evaluation in process.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the device functions as intended. The examination of product in determining root cause of event was inconclusive.